Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that some of the electronic components inside the monitor were on fire and smoked came out of the unit. The monitor lost its normal appearance and was not able to be used for the remainder of the case. The pumps were controlled with local knobs. There was a delay of 15 minutes, but the procedure was completed successfully with no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.